Manufacturer narrative:
The device was evaluated by a philips field service engineer. The v60 ventilator was attached to a compressed gas oxygen cylinder (unspecified size) and performance tested at the same device therapy parameters as were used during the time of the event in question. No duplication of the diagnostic code 1208 occurred. After inspection and evaluation of the device, ability of the unit to perform to manufacturer declared specifications of use was confirmed with no failure or malfunction noted. It was determined that no parts are required for replacement due to absence of malfunction. A service quote for additional periodic maintenance unrelated to the alleged failure has been issued to the customer. Based upon the information provided, no malfunction or failure to perform to manufacturer declared specifications was found. As per the v60 ventilator user guide, the oxygen not available diagnostic code is triggered when the oxygen supply pressure out of range, oxygen device failed, air flow sensor and/or oxygen flow sensor calibration failed, or oxygen inlet pressure sensor calibration failed. The ventilator discontinues oxygen support. Based upon the investigation findings, root cause of the 1208 diagnostic code is due to an unspecified extrinsic non-ventilator factor.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that on (B)(6) 2021 during clinical and therapeutic use of the v60 ventilator, diagnostic code 1208 (oxygen not available) occurred. Oxygen was being supplied to the ventilator via institutional central oxygen supply and connected to the device by y-shaped oxygen tubing. The y-shaped oxygen tubing was removed, and the patient transitioned to a backup ventilator, upon which the same y-shaped oxygen tubing was reconnected. The backup device functioned appropriately with no reoccurrence of the 1208 diagnostic code. During the event in question, the patient experienced a desaturation of peripheral oxygenation (spo2) to approximately 60%. Upon transition to a backup v60 ventilator, the patient spo2 improved with no further harm or injury noted. Patient reidentified demographics have not been provided. The device is pending further evaluation by a philips field service engineer. Device diagnostic logs have been retrieved and reviewed confirming occurrence of 1208 diagnostic code. Further investigation into root cause of the occurrence is pending.